Event description:
It was reported that the pc unit (software version 12.3.1.2) displayed error code 800.8000 during use with pca module. Per report, the pca module administered a dose of ketamine and "had been using the pump without issue." However, the device then "failed" and system error displayed, "brain shut down". The clinician then switched pout the devices. Bd has received additional information from the device user (rn) through due diligence attempts. It was reported that the clinician gave a pca dose of ketamine 45mg/4.5ml. The clinician had given them about every 30 minutes the last two (2) hours as that was the patient's lockout, and the patient was "agitated". Per report, the clinician was not completely sure if they checked the event log for the time of the last pca dose to see if it was time to give one yet or not. The clinician reportedly had done that several times overnight. But this was around "0530 or maybe 0600" on (B)(6) 2024 and the clinician has given many doses without incident and changed a syringe earlier in the night. The device reportedly alarmed after pushing the pca button. There was a red screen with word and errors, but the clinician was unable to read it or assess the details stating, "honestly it was too many words to do that in like 5sec." Then the entire pc unit shutdown and turned off. The clinician attempted to turn back on but then decided against it because they "remembered this error was supposed to be fixed with the update". So, the clinician instead had a coworker bring a new pc unit and pca module. The clinician was able to give the patient another fentanyl bolus at that time and "settled out." On the involved pc unit, there was the pca module and three (3) other large volume pumps. Only one of the large volumes was also infusing at a slow rate. The other 2 channels were empty (idle). The clinician was able to restart the pca on the new pump no problem. There was no reported harm. All channels had "green stickers indicating they were the new pumps. Per report, patient was in the hospital for "alcohol and drug withdrawal". Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: the event occurred in pediatric intensive care unit. This involved having a model 8120 patient controlled analgesic module attached to the model 8015 point of care unit (pcu) and the system error during the process of providing the ¿8th bump (push of the pca button) in a 7-hour period". The nurse reported to "that the entire system just shut down and did not alarm during operation (per logs this appears as a system error and that the user did push the system off button). Bd clinical practice consultant was able to show the customer in the logs that this error code was 100.6120.0.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pc unit (software version 12.3.1.2) displayed error code 800.8000 during use with pca module. Per report, the pca module administered a dose of ketamine and "had been using the pump without issue." However, the device then "failed" and system error displayed, "brain shut down". The clinician then switched pout the devices. Bd has received additional information from the device user (rn) through due diligence attempts. It was reported that the clinician gave a pca dose of ketamine 45mg/4.5ml. The clinician had given them about every 30 minutes the last two (2) hours as that was the patient's lockout, and the patient was "agitated". Per report, the clinician was not completely sure if they checked the event log for the time of the last pca dose to see if it was time to give one yet or not. The clinician reportedly had done that several times overnight. But this was around "0530 or maybe 0600" on 23 april 2024 and the clinician has given many doses without incident and changed a syringe earlier in the night. The device reportedly alarmed after pushing the pca button. There was a red screen with word and errors, but the clinician was unable to read it or assess the details stating, "honestly it was too many words to do that in like 5sec." Then the entire pc unit shutdown and turned off. The clinician attempted to turn back on but then decided against it because they "remembered this error was supposed to be fixed with the update". So, the clinician instead had a coworker bring a new pc unit and pca module. The clinician was able to give the patient another fentanyl bolus at that time and "settled out." On the involved pc unit, there was the pca module and three (3) other large volume pumps. Only one of the large volumes was also infusing at a slow rate. The other 2 channels were empty (idle). The clinician was able to restart the pca on the new pump no problem. There was no reported harm. All channels had "green stickers indicating they were the new pumps. Per report, patient was in the hospital for "alcohol and drug withdrawal". Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: the event occurred in pediatric intensive care unit. This involved having a model 8120 patient controlled analgesic module attached to the model 8015 point of care unit (pcu) and the system error during the process of providing the ¿8th bump (push of the pca button) in a 7-hour period". The nurse reported to "that the entire system just shut down and did not alarm during operation (per logs this appears as a system error and that the user did push the system off button). Bd clinical practice consultant was able to show the customer in the logs that this error code was 100.6120.0.